Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 3 days. The patient replaced infusion sets and resumed insulin successfully. No further information was available.